Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, unexpected restart, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Unit had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was unknown at the time of the incident. A battery may fail test if it has potential to cause pump to lose power without warning. The edges of the battery cap look frayed and looks like there is a small crack on the top or could be discoloration. The customer reported that, the screen did not turn on after inserting the battery. Customer states that were the screen is on the from looks like here is a crack on the battery compartment. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.